Manufacturer narrative:
An event of valve explant due to a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted do to a leaflet tear and was exchanged for a avulas valve by medtronic. The patient has been discharged. Additional information has been requested.